Event description:
The customer reported that no image was displayed on the monitor. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The ccd camera was replaced. The system was tested and found to be working as intended adn put back into service.